Event description:
Information was received indicating that a smiths medical cadd ms3 pump was beeping, vibrating and showing a "system failure" message on the screen, then the pump died. The patient was without medication (remodulin 5mg) for 2.5 hours. There were no reported symptoms during the interruption of therapy. The patient was able to switch to a backup pump and continue the life sustaining infusion.